Event description:
During an atrial fibrillation procedure, after inserting the advisor hd grid x into a non-(B)(6) (veracross) sheath to map the atrium. Fluid was withdrawn from the non-(B)(6) sheath until blood was seen. The tip of the grid x catheter was inserted and fluid was pulled back through the sheath again before advancing the grid x into the heart chamber. However, when withdrawing blood and air was noted to continue to leak. The grid x was removed, and both the non-(B)(6) sheath and grid x were re-flushed and then reinserted, but the issue reoccurred. The grid x was then exchanged for a regular hd grid and the issue was resolved. The procedure was completed no adverse patient consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).